Event description:
Customer reported an abo discrepancy on the galileo. A patient typed as "b positive" on the galileo, however, upon review of patient history, she had previously typed on the galileo, as ab positive.

Manufacturer narrative:
The customer did not send specimen for investigation testing.